Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because it had lack of maintenance documentation or guidelines in relation to biocath foley catheter preconnected to a urine meter, standard length, no french size specified.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect translation or inadequate instructions. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because it had lack of maintenance documentation or guidelines in relation to biocath foley catheter preconnected to a urine meter, standard length, no french size specified.